Event description:
It was reported that the user experienced a pairing failure between a dexcom g6 transmitter and the ilet after entering an incorrect transmitter ID, which led the system to display a bg run expired message and halt automated dosing. The user disconnected from the ilet and subsequently completed setup with guidance, after which the dexcom app displayed glucose readings. There was no patient harm reported. Outcomes included temporary interruption of automated dosing without reported adverse health effects. Investigation included user interview and guided troubleshooting. Investigation of this case revealed user input error of the transmitter number as the cause of the connection failure. It was concluded that the device functioned as designed and that user error caused the event.